Event description:
In 2008, this pt underwent endovascular repair using gore tag thoracic endoprostheses. It should be noted that one device was deployed on the abdominal aorta. On an unknown date, a follow-up CT revealed 2cm proximal migration of the supra-celiac device, as well as a distal type I endoleak at the aortic bifurcation. In the same month, patient underwent a reintervention with an additional gore tag thoracic endoprosthesis and two gore excluders aaa endoprostheses. The pt is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.